Manufacturer narrative:
Clarification b3: oct2025 provided as partial date known. Clarification d6a: (B)(6) 2025 provided as partial date known. Continuation of e1 phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and wound dehiscence.

Event description:
Healthcare professional reported "the skin flap became thin and necrotic, causing dehiscence, exposing the te". This record is for a unknown side. Device status is unknown.